Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's down button had not been responding since the night prior to the call. During the call, the customer stated that the down button began responding. Customer chose not to move forward with troubleshooting. Blood glucose level was 100 mg/dl at the time of the call. No further information was provided.